Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a y-type blood solution set disconnected from the base of the white spike. This occurred after use of the device. There was no patient involvement. No additional information is available.